Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was exhibiting premature battery depletion. Data was sent for a technical services confirmation of malfunction, at which time engineers confirmed the observed clinical finding. A 28 day replacement window was confirmed; no adverse patient effects have been reported and subsequently the device was explanted and is expected to be returned for analysis.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported that this device was exhibiting premature battery depletion. Data was sent for a technical services confirmation of malfunction, at which time engineers confirmed the observed clinical finding. A 28 day replacement window was confirmed; no adverse patient effects were reported and subsequently the device was explanted and returned for analysis.